Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the cable connecting the distribution node (dn) to the rear therapy electrodes, and the cable connecting ECG a to ECG b were pulled from the strain relief, damaging wires in the cables. Additionally, all of the therapy electrodes and the ECG electrodes a and b were missing. The root cause for the strained cables and missing components was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt that was returned for evaluation into an unrelated issue, a reportable malfunction was found. Electrode belt sn (B)(4) failed incoming functional testing.